Event description:
Healthcare professional reported after injection in the lips with juvederm ultra xc, the patient experienced bruising above the left lip. Two days later the patient contacted the healthcare professional reporting that the lip was bruised and swollen, with white pustules. Assessment by the healthcare professional noted inflammation and infection. The patient was treated with keflex, fucidin, and hyaluronidase.

Manufacturer narrative:
The documentary research in the batch file shows that no element could explain these reactions' all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information provided by healthcare professional reported the cause of the symptoms was the result of "occlusion of labial artery" symptoms have resolved.

Manufacturer narrative:
Medwatch sent to FDA on 07/31/2014. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection, inflammation, white pustules, ecchymosis and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Undesirable effects. The patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain or pressure or both, occurring after the injection. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to the medical practitioner as soon as possible.